Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded possible intermittent loss of left ventricular (lv) capture in the presenting electrogram (egm). Assessment with a programmer was recommended. The device remains in service. No adverse patient effects were reported.